Manufacturer narrative:
Continuation of d10: product type product ID 97745nt, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis of the 97745nt patient programmer (ptm) (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller was not charging. Technical services (tss) walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power on. The issue was not resolved. No symptoms were reported. Additional information received from the patient. Pt called back stating they got the new controller today and they could not get it to work. The pt kept getting battery low recharge the controller soon. When the pt had the controller plugged into the ac power supply the controller did not charge. Pt noted the controller did turn on with aa batteries. Agent reopened & reassigned case to send follow-up email to repair for controller, li battery, and ac power cord and added secure note with serial number info. Pt reported they were unable to get the controller to take charge from ac power supply after receipt of replacement controller and li battery. Pt confirmed the green light on ac power illuminated when plugged into electrical outlet. Agent had pt reset controller by plugging into ac power without li battery; controller screen would not power on, nor did green light on controller illuminate. Agent had pt examine connector pins of battery compartment, li battery pack, controller port and ac power supply; all appeared to look fine and ac power connector pin was not loose/bent. Pt didn't have aa batteries on hand to try this time as they were camping. Pt was able to get controller to function once before stopped taking a charge, but has been without ins charge since mid-week. Pt additionally requested ac power supply, as they needed to get ins working. Agent reviewed information and pt was aware they'd have to send back both controller and li battery pack upon receipt of replacement equipment. Agent closed case.